Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised end user stated chair would not go straight but going in circles and making constant clicking noise in the gearbox.